Manufacturer narrative:
On (B)(6) 2017, in follow up with the customer by a complaint handler, the customer stated that her mastitis was resolved. The pump was returned for evaluation and the unit passed all testing conducted.

Manufacturer narrative:
At the time of the initial call from the customer, troubleshooting was performed, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying correct breast shield fit. The customer indicated that she does not remove the valve and membrane to clean them. When turned all of the way up, the pump did produce suction. Customer indicated that the pump was not working and was frustrated. As a result, the pump was replaced. Multiple attempts to contact the customer to follow up on the status of her mastitis and whether the replacement pump resolved her issue, were unsuccessful. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that she was experiencing low suction while using her pump in style breast pump and she was sent a replacement pump. On (B)(6) 2017, the customer called medela a second time, indicating that she hadn't received the replacement pump. It was determined that an incorrect address was used. At that time, the customer alleged that she had mastitis for which she was being treated with an unknown antibiotic. A second replacement pump was sent to the customer.